Manufacturer narrative:
Device code 1304 captures the reportable event of center image lost. A fuse scope was received for analysis. A visual analysis was performed and found an internal wiring failure of the charged-couple device (ccd) circuit at the distal tip. The ccd was replaced to resolve the issue. The reported issue was confirmed. Based on a thorough review of the reported complaint, the most probable cause for this complaint is cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. The repair history was reviewed and nothing was found to indicate a possible service-related cause for the complaint.

Event description:
It was reported to boston scientific corporation that a fuse c38s slim colonoscope - r was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, all images in the scope were purple. The patient's anatomy was not visible on the center image when the issue occurred. Another fuse c38s slim colonoscope - r was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a fuse c38s slim colonoscope - r was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, all images in the scope were purple. The patient's anatomy was not visible on the center image when the issue occurred. Another fuse c38s slim colonoscope - r was used to complete the procedure. There were no patient complications reported as a result of this event.